Event description:
Customer reported she has been experiencing high blood glucose. Customer stated she usually tests her blood glucose 17 times a day but she has had some issues with her blood pressure which affects her ability to focus. Customer stated that the carelink report showed on a high of 478 mg/dl on (B)(6) 2014. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. High pressure test not performed as the customer did not have a tubing clamp. Customer also reported that insulin pump has a crack in the reservoir compartment and the battery compartment. Current blood glucose was 167 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with minor scratched display window, cracked battery tube threads and broken reservoir tube lip.